Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized due to low bg and other non-diabetes medical conditions on (B)(6) 2024 and stayed in hospital for 5 days and was released on (B)(6) 2024. The insulin pump was in use for within 48 hours of reported low bg event. No further information was available.